Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient underwent revision surgery for removing the implant.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op CT scan of spinal instrumentation provided. Levels are unknown. Fusion status is unknown. On one of the provided images the tulip is separated from the screw. Reason is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior open stabilization surgery due to stenosis. Intra-op, tulip of the screw detached from the screw. No patient complication were reported as a result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic dimensional visual inspection confirms the bone screw disassembled from the head. The ring and crown were still assembled in the head. A portion of the ring has been sheared through the cross-sectional area, with the remaining portion of the ring still seated in the groove of the head. The retaining ring is fully seated, but has been deformed and partially sheared off. The deformed and sheered areas are on either side of the retaining ring gap and would reduce the force required for head disassembly. The bone screw head was measured and meets print spec. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.